Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 1800 mg/dl. The customer was admitted to the hospital (B)(6) 2015. Customer cause of hospitalization was diabetic ketoacidosis. Customer stayed in the hospital for 3 nights and 4 days. . The customer reported also the she had keypad anomaly. Customer passed the self-test and failed in the high pressure test. The customer declined to troubleshoot for high blood glucose and keypad anomaly. Customer was advised that we will send a replacement pump.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No delivery alarm functioned properly. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. All the buttons functioned properly. The insulin pump had cracked case at display window corner, cracked lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: no moisture damage was found on keypad traces noted. The keypad connector was fully locked. The insulin pump passed the displacement accuracy test.